Event description:
It was reported the pt experienced weight loss and was bumping the pump site. This appears to have caused a "visible hole", erosion and an infection at the pump site. The hcp replaced the proximal catheter and the pump. The eroded site was packed and drained. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.